Event description:
Patient has had multiple revision surgeries for loosing of acetabulum component because of major bone loss in her pelvic region. She has no acetabulum rim left. It was decided to remove all implants and leave her with a girdle stone procedure.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown shell. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.